Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with posterior colporrhaphy, due to symptomatic cystourethrocele with urinary stress incontinence and symptomatic rectocele with rectal splitting. It was reported that following insertion the patient experienced infection, urinary/bowel problems, bleeding and dyspareunia. It was reported that the patient underwent a partial removal of intravesical body [eroded suburethral sling] on (B)(6) 2011, due to adherent bladder neck calculus. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6) at (B)(6).

Event description:
It was reported that the patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6) at (B)(6).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.